Event description:
It was reported that during the implant procedure the right atrial (ra) lead was screwed in but was found to be in the right ventricle. The lead was unscrewed, however, it was not able to be removed without causing the patient pain. The lead was left in the right ventricular valve area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.